Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the problem by changing the infusion set and cartridge and resumed insulin delivery.